Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). The qc was within the range. The provided alarm trace showed an abnormal aspiration (sample pipetter) alarm on the day of the event, and a couple of sample short alarms on (B)(6) 2025. The field service engineer cleaned and adjusted the reagent probe. He also performed adjustments for the rinse unit water. He then performed precision studies, and they were within specifications. The instrument was placed under observation. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with lipase colorimetric assay on a cobas pure c 303 analytical unit. Sample 1: initial result: 219 u/l. The patient questioned the initial result, and the sample was then repeated twice, resulting in repeat results of 28.0 u/l and 25.6 u/l. Sample 2 was tested on (B)(6): initial result: 76.5 u/l. The sample was repeated multiple times, resulting in repeat results of 53.8 u/l, 50.3 u/l, 51.3 u/l, 50.9 u/l, 51.4 u/l, and 51.3 u/l. The repeat result of 53.8 u/l was considered correct as it correlated with the patient's clinical findings.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. Based on the provided data, a general reagent problem can be excluded since qc results were acceptable. The investigation determined the event was consistent with an instrument-related issue. The service actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.